Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: the drug, in this case sleeping pills, flows back out of the syringe.

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection of the picture received it can be confirmed leakage past the stopper in the two syringes shown. No damage in any of the visible parts of the syringes can be seen. Stopper is correctly assembled in both syringes. Ten retained samples from the same lot were evaluated, no damage can be observed. Stopper is correctly in all of the syringes. Functional testing was performed, no leakage observed. A device history review was performed for the reported lot 2108012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper. The following information was provided by the initial reporter: the drug, in this case sleeping pills, flows back out of the syringe.